Event description:
According to a publication by (B)(6), one patient with persistent as underwent redo valve replacement. Grossly, there were large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess.

Manufacturer narrative:
According to a publication by (B)(6), one patient with persistent aortic stenosis underwent redo valve replacement. Grossly, there were large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue (lot unknown) were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess. The patient's inflammatory response to bioglue is not an unanticipated event. The inflammatory response to bioglue can vary between individuals. A confined collection of inflammatory cells can be loosely defined as a sterile abscess. The histological findings presented in the paper are not inconsistent with the normal inflammatory response. However, its continued presence after 2.6 years after application may imply that an excess amount of bioglue may have been applied during the initial surgical procedure. An excess amount of bioglue could result in a greater foreign body response to its presence early on after its implantation and a more long-term response throughout its degradation period (as the material would reside in the body for a greater period of time). Additionally, the formation of edema, as explained in the instructions for use, is not unexpected, but could be exacerbated by an excessive application. It is possible that the foreign body response observed could be contributed to the excessive application of bioglue, the implanted aortic valve, and/or the combination of the devices utilized. However, no definitive conclusions can be made with the available information.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Further additional information was received with clarified that the (B)(4) publication was a reference within the presentation. Therefore, this report was re-opened in error. Please reference 1063481-2015-00216 for documentation of the new event.

Event description:
According to a publication by (B)(4), one patient with persistent as underwent redo valve replacement. Grossly, there were large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess. Additional was received which indicated the publication was presented at the (B)(4)meeting. According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the (B)(4) publication. Further additional information was received with clarified that the (B)(4) publication was a reference within the presentation. Therefore, this report was re-opened in error. Please reference 1063481-2015-00216 for documentation of the new event.

Manufacturer narrative:
*Additional was received which indicated the publication was presented at (B)(6). According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the luk et al. Publication. The investigation has been reopened to evaluate this additional information.* according to a publication by luk et al., one patient with persistent aortic stenosis underwent redo valve replacement. Grossly, there were large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue (lot unknown) were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to a publication by luk et al., one patient with persistent as underwent redo valve replacement. Grossly, there were large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess. Additional was received which indicated the publication was presented at (B)(6). According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the luk et al. Publication.

Event description:
According to a publication by luk et al., bioglue was used in valve replacement of the patient with persistent aortic stenosis. Approximately (B)(6) months after the procedure, the patient ((B)(6) year old male) presented with large annular abscesses filled with necrotic debris surrounding the prosthesis and pannus found on the sewing cuff after the formation of pseudoaneurysm. At the proximal end of the excised aorta, the necrotic material and pannus had also formed on the aorta and is seen in continuity with the sewing cuff. Microscopically, areas of bioglue were seen with an inflammatory reaction (macrophage) to it. Special stains did not show microorganisms and cultures were negative. Upon histological analysis, it was found to be bioglue around the sewing ring of the mechanical aortic valve and it was believe that an inflammatory reaction to bioglue led to the formation of a large sterile abscess.